Event description:
Biomedical tech for facility reported that during routine preventative maintenance testing, no alarm activated for the air sensor test. During eval of the pump, it was found that the flex cable was disconnected. No pt injuries or medical intervention have been reported related to this issue.